Manufacturer narrative:
E1 - initial reporter establishment name:(B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that image of the colonovideoscope had snowflakes, and the screen became noisy. The issue occurred during preparation for use and there were no reports of patient involvement.